Event description:
Boston scientific received information that this pacemaker was explanted as part of a system explant due to a pocket infection. When the infection was cured, a new pacemaker and lead were implanted. After the procedure, the patient was stable.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.